Event description:
It was reported that during a da vinci surgical procedure, the permanent cautery hook instrument was broken. Nothing fell into the patient and there was no patient injury. On (B)(4) 2014, intuitive surgical, inc. Obtained additional information regarding the reported complaint. Customer indicated broken wire in wrist. The planned procedure was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch up cable at the distal clevis hub. The broken cable segment that contains that crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.